Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise, oversensing and pacing inhibition. The patient was not atrial pacemaker dependent. Additionally, during device testing, the patient reported feeling a sensation in their stomach. Ra sensing was programmed off. Subsequent information was received that continued noise was observed in addition to high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.